Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawers failed after the station upgrade to 1.7.4 and the device was not detected on the bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height cubie drawer 6, row c and row d, was not on the bus. A field service engineer shut down the station and reseated the row board cable, retractor band, released all cubies and checked debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.